Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign matter was not identified. A definitive root cause of the presence of foreign matter in the nozzle was not established at this time. It is possible reprocessing was not possible due to leakage from connector pins. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the distal end piece and plastic distal end cover were defective, partly broken off on the evis exera gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the jet-tube and the bending section cover had foreign materials from previous procedures. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a leakage in the electrical connector pins. The jet-tube and the bending section cover adhesive had foreign materials from previous procedures due to insufficient cleaning. Additionally, the grip, right/left knob, up/down knob, suction connector, scope connector cover, and objective had scratches. The air/water cylinder had discoloration. The suction cylinder had no color, the plastic distal end cover had a crack. The connecting tube had a buckling, the universal cord had a wrinkle. And watertightness was lost due to damage on the guide pin of electrical connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.